Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2001, product type catheter; product ID ne u_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving hydromorphone (30 mg/ml, 4.017 mg/day), bupivacaine (10 mg/ml, 1.339 mg/day), and clonidine (0.3 mg/ml, 0.04017 mg/day) via an implantable infusion pump. Indications for use included non-malignant pain and post lumbar laminectomy syndrome. It was reported that the device reached end of service (eos) on (B)(6) 2015. The patient stated that a 7 year device service end date was a design flaw and that they would prefer the device continued to function beyond the stated 7 year device life. The device was interrogated on (B)(6) 2015 and telemetry showed "schedule to replace pump by (B)(6) 2015." No interventions were taken. Surgical intervention was planned, but had not yet been scheduled. The patient requested a referral to a different healthcare provider (hcp) for device replacement as that hcp offered to replace the device when it reached end of service. The patient was suddenly in withdrawals on (B)(6) 2015, as ¿beginning 11:00 last night¿ ((B)(6) 2015) his pump stopped. The hcp requested the patient come back on (B)(6) 2015, but the patient¿s understanding was that the appointment was for a refill. The patient noted never being told the pump would shut off (at eos). The patient was to follow up with his hcp. The patient had a suggestion of a code to over-ride the hard shut off for emergency cases. The patient was still having a hard time finding a surgeon to replace the pump. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.